Event description:
The customer contacted the olympus call center (cic) to inquire how to replace the oer-6 water filter on the olympus reprocessor. As the customer was guided, it was discovered they were checking the concentration of the disinfectant daily instead of every time before cleaning a device. It is possible that a scope may have been insufficiently reprocessed. Identification of a specific scope for which reprocessing may have been insufficient is not possible due to the nature of the defect. There was no harm or user injury reported due to the event. The olympus reprocessor is reported on the medwatch with patient identifier: (B)(4).

Manufacturer narrative:
The device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the root cause of the event was unable to be identified as the device was not returned to olympus. The inadequate disinfection of the water supply piping was likely caused by a lack of awareness of how the user's water supply piping disinfection works, and the disinfectant solution concentration level was not being checked due to a mistake in the management method of the disinfectant solution of the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿since the period of validity of the disinfectant solution varies depending on multiple factors including the storage condition and the environmental temperature of the reprocessor's installation location, be sure to check the concentration of the disinfectant solution before water line disinfection. If the concentration is below the recommended minimum concentration or the validity date specified for the disinfectant solution has expired, replace the disinfectant solution. Otherwise, the reprocessing of the water line may be insufficient, and then the reprocessing of endoscopes will be insufficient.¿ the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.